Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case. The unit would not switch to mechanical ventilation when requested. The unit was restarted and then mechanical ventilation was functional. There is no report of patient injury.